Event description:
Port-a-cath accessed with # 22 gauge huber needle for medication adminstration. Flushed with 10cc normal saline & pt complained of pain, (approx. 4 in). Swelling noted at area. Dye study done & catheter leakage noted on x-ray. Pt refused explant of device until return from planned vacation & successfull insertion of a midline catheter explant pending. MFR notified 6/24/97 & aware once explanted device will be sent. No further use of port-a-cath.